Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer verified the issue and confirmed that auxiliary full-height drawer 2 was intermittently failing. The fse discovered that the latch sensor was not properly seated and reseated and readjusted the latch sensor assembly. The fse replaced a missing screw, rebooted the system, and performed a firmware update. The system was tested using the hardware testing application, and the customer successfully performed inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary j3so drawer 2 full height cubie experienced continuous failures during medication removal, return, and refill/load operations. Although the drawer would open when the recover function was selected, it repeatedly failed again, with over 40 occurrences reported within a 3-day period. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.